Event description:
It was reported that three pts sustained burns of unquantifiable degree resulting in scabbing after hair removal treatment with the lightsheer et. No further relevant info was reported despite reasonable attempts.

Manufacturer narrative:
An evaluation of the subject device by a lumenis technical specialist concluded the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to product labeling.